Event description:
The customer contact reported that one of the blades on the ac power cord plug was bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).